Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the camera goes black during a therapeutic laparoscopic hysterectomy procedure involving an olympus flex deflectable videoscope. A procedural delay of less than thirty minutes was reported. The procedure was completed with an olympus backup device. The customer suspected that the cause of the no image may be related to the wiring. There was no patient injury reported.